Event description:
It was reported that the pt experienced a shocking or jolting sensation at the lead-extension connection location and a burning sensation that travelled up the lead. There was a 3" x 2" mark at the stimulator site. The symptoms started approx in the last three hours. There were no related accidents or incidents. Both palpating and movement caused stimulation changes. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.